Manufacturer narrative:
Patient information was requested, unavailable at the time of this report. Philips has requested additional information to determine the patient impact. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device turned off and a power interrupted warning was given even though the battery was charged, while the device was in use for a patient in cardiac arrest. It was reported that the patient involved was adversely impacted.

Manufacturer narrative:
It was reported to philips that the device turned off and a power interrupted warning was given even though the battery was charged, while the device was in use for a patient in cardiac arrest. It was reported that the patient involved was being treated for cardiac arrest when the device shutdown. There was a good faith effort to obtain the patient impact and patient characteristics. The customer responded that this information was not available. The customer requested that the device be returned to bench for evaluation. The reported issue was confirmed and traced to a faulty battery and processor pca. The processor pca was replaced and the customer was instructed to order battery through the accessories channel. The device passed all performance assurance testing and was returned to the customer we are unable to determine the cause of the reported symptom as multiple parts were replaced. There is no indication of a systemic problem; no further investigation or action is warranted. .